Event description:
The dome was detached and remained in pt's stomach during traction removal. The dome was removed from pt using an endoscope and forceps. The peg was in place in pt for 6 mos. Another peg tube was placed.